Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Ans: during use on the patient. 2. What is the source of information for the queries above (e.g., answered by the physician / provided from knowledge as you were present in the case) ans: answered by surgeon. Additional h11: vcl rap CT brd ud 27in 3-0 s/a fs-1 (v4420h) : unknown vcl rap CT brd ud 27in 3-0 s/a fs-1 (v4420h) : lot/batch number: ujbdrdt0 list any j&j products that were utilized during the case but did not contribute to the reported event. ## *** was there any reported patient or user harm? ## no *** was there a significant delay? ## no *** if available, provide the product order number (po). ## *** vcl rap CT brd ud 27in 3-0 s/a fs-1 - v4420h (lot: ujbdrdt0) what is the unique device identifier? (Located under the bar code or qrc) lot ujbdrdt0 is the actual device with the alleged product quality issue being returned for analysis? Or is an alternative device being returned? Please specify 12 pieces is being returned

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2026 and suture was used. During the procedure, surgeon complained multiple times needles disconnect from swage. Hospital returned 12 pieces balance unused from the same box. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/24/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h6. H3 investigational summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows open sales unit box with v4420h product codes, the lot #ujbdrdt0, expiration date 2030-01 with ten closed foils. The image is not clear to determine the failure mode or the reported condition. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.